Event description:
The rhytec portrait was used on high power on me in 2007. Almost immediately, my entire face was charred. Rhytec's representative stated that my own skin would stay intact for 5 days to protect my face. Within 8 hrs my face began to blister, ooze, and the pain level was unbearable. It has been over six weeks and my face is still a total disaster, not allowing me to go out in public. I continue to send photos to rhytec in hopes that this will not happen to someone else. Emotionally, this has been the worse thing that has ever happened to me. A picture is worth a thousand words. I will be happy to forward my photos to the proper source to pursue an investigation on this extremely dangerous machine. No medical person accompanied the representative. He was the sole source of info and training without any form of experience or medical degree. This has to be stopped before more people are harmed. Only treated once.